Event description:
The user facility reported that the tip of the glidewire gold broke off inside the patient. They were able to retrieve the tip out of the patient. There was calcium in the patient's artery, and the way the wire was manipulated caused it to break off. There was no estimated blood loss. There was no surgical intervention required. There was no direct allegation that the reported device caused or contributed to patient injury. Additional information was received on 30oct2023: the procedure was a peripheral. A snare was used to remove the broken tip.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual sample was not available; therefore, investigation of it could not be performed. History investigation of the product with the involved product code/lot number found no anomaly in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation could not be performed, it was not possible to identify the cause of occurrence. Ashitaka factory assures the quality of this product by performing following inspection and control. The outer diameter of wire is controlled to assure the strength of wire. Before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as a scratch or peeling of the outer layer. Instructions for use (IFU) of this product includes the following warning. "[Warnings] if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Please see MDR 2243441-2023-00041 for the importer report. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section d1: brand name, section d4: UDI, model number, and the catalog number.